Manufacturer narrative:
Eval - this report is still under investigation. The facility will not be returning the device to smiths medical for eval; they have stated that they are sending out the device to be evaluated by a 3rd party. We are requesting further info from the facility to understand what type of infection was found and why the facility felt our device was involved. In addition, we are requesting to have a copy of the eval of the device by the 3rd party. Upon receipt of further info from the facility and the investigation results from the eval, a follow-up report will be submitted.